Event description:
It was reported that the device was explanted due to "implant function doubtful". The patient was re-implanted with a device from another MFR. No further information is available at this time.

Manufacturer narrative:
The device has been explanted and should be returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.